Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned and the ligator head was not returned with the device. The trip wire was not secured in handle slot when received, it was rolled in the handle assembly and the slack was not taken up. It was also noted that the trip wire was kinked. The suture was in a good condition and it was attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The trip kinked found may be related to user manipulation and/or some technique applied by the physician during procedure or preparation of the device. The visual assessment identified that the trip wire was not secured in the handle slot, and the slack was not taken up as mentioned in the IFU. Failure to follow these steps could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and causing more tension on the device and damage to the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids treatment procedure performed on (B)(6) 2021. During the procedure, the band could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids treatment procedure performed on (B)(6) 2021. During the procedure, the band could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.